Manufacturer narrative:
The reported event that repositioning forceps jaw: ballspike l135 mm was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by the application of excessive force on the forceps. The device inspection revealed that one of the handles is broken and the screw that united the 2 handles is disassembled and deformed. The breakage surfaces are consistent with breakage due to a high force application. When the handle broke, the screw deformed and the device was disassembled. Moreover, it was reported that the forceps were used for torque, which is not the purpose of the forceps. Its purpose is for reduction of fragments only. Note, as stated in the IFU (v15011): ''2 special comments for application. Only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way.'' [Original statement(s)]. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During a fracture procedure (small fragments), the instrument was damaged.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During a fracture procedure (small fragments), the instrument was damaged.